Event description:
Report from user facility stated that during a gastric lavage procedure, the gastric tube looped in the esophagus. Perforation of the anterior esophagus portion suspected, but unconfirmed. Patient was transferred to a trauma center. Versed was used and the tube came out easily.